Manufacturer narrative:
Investigation summary: bd japan received 100 samples and 6 photos were provided for investigation. Evaluation of both revealed foreign matter(fm) on the inside and outside of tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, foreign matter(fm) was observed inside and outside of 16 tubes. The specific number for each defect was not provided. There was no health impact or consequences reported.